Event description:
New information on 6/27/2018, revealed the implantable cardioverter defibrillator did not deliver the patient vibratory alert.

Event description:
It was reported that the patient presented in-clinic. The implantable cardioverter defibrillator exhibited premature battery depletion and could not be interrogated. The device was explanted and replaced on (B)(6) 2018. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Further analysis will not be performed at this time per legal hold.